Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad and one endeavor sprint rx drug-eluting stent implanted to the mid lad. One day post index procedure the pt suffered a myocardial infarction (mi). It is unk if the reported mi is related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Pt was asymptomatic at 6 month follow-up. (Ref MFR # 9612164-2011-01093).

Manufacturer narrative:
(B)(4): (myocardial infarction).